Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) study. It was reported that a death had occurred. In (B)(6) 2017, the patient presented with silent ischemia and was referred for elective cardiac catheterization. The index procedure was performed the same day. Target lesion #1 was located in the proximal left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. It was treated with direct placement of 4.00 x 16 mm study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal left circumflex with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.50 mm. It was treated with predilatation and placement of 3.50 x 12 mm study stent. Following post dilatation, the residual stenosis was 5%. The patient was discharged the next day on antiplatelet therapy. In (B)(6) 2018, the patient was hospitalized due to an unknown reason. Approximately two weeks later, in (B)(6) 2018, the patient died. The cause of death was unknown and it was also unknown whether an autopsy was performed or not. It was further reported that in (B)(6) 2018, the patient was hospitalized due to skin cancer. In (B)(6) 2018, 256 days post index procedure the patient died. The cause of death was noted to be skin cancer and was considered not related to the study devices.

Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) study. It was reported that a death had occurred. In (B)(6) 2017, the patient presented with silent ischemia and was referred for elective cardiac catheterization. The index procedure was performed the same day. Target lesion #1 was located in the proximal left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. It was treated with direct placement of 4.00 x 16 mm study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal left circumflex with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.50 mm. It was treated with predilatation and placement of 3.50 x 12 mm study stent. Following post dilatation, the residual stenosis was 5%. The patient was discharged the next day on antiplatelet therapy. In (B)(6) 2018, the patient was hospitalized due to an unknown reason. Approximately two weeks later, in (B)(6) 2018, the patient died. The cause of death was unknown and it was also unknown whether an autopsy was performed or not.

Event description:
(B)(6) study. It was reported that a death had occurred. In (B)(6) 2017, the patient presented with silent ischemia and was referred for elective cardiac catheterization. The index procedure was performed the same day. Target lesion #1 was located in the proximal left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. It was treated with direct placement of 4.00 x 16 mm study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal left circumflex with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.50 mm. It was treated with predilatation and placement of 3.50 x 12 mm study stent. Following post dilatation, the residual stenosis was 5%. The patient was discharged the next day on antiplatelet therapy. In (B)(6) 2018, the patient was hospitalized due to an unknown reason. Approximately two weeks later, in (B)(6) 2018, the patient died. The cause of death was unknown and it was also unknown whether an autopsy was performed or not. It was further reported that in (B)(6) 2018, the patient was hospitalized due to skin cancer. In (B)(6) 2018, 256 days post index procedure the patient died. The cause of death was noted to be skin cancer and was considered not related to the study devices.

Manufacturer narrative:
Device is combination product. (B)(6). Corrections made: patient code: changed from death to no consequences or impact to patient as it was further reported the cause of death was skin cancer. Evaluation conclusion codes: changed from no problem detached to adverse event related to patient condition.